Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported event of unspecified side "potential alcl patient (old meghan implant) with positive cd30." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted under mw: 9617229-2019-09971, however this was found to be a duplicate of this mw: 9617229-2018-08412.

Event description:
Additionally, regulatory agency reported ¿[patient] noted a change of right reconstructed breast in (B)(6) 2018. [Patient] complained of pain and felt the implant had shifted. CT scan revealed presence of right sided 9 cm mass of the anterior chest wall with mediastinal, pleural and chest wall spread. Upon diagnosis of alcl, [patient] was referred to the heme-oncology service and [patient] was treated with ceop chemotherapy. It was being considered by the oncology team that [patient] undergo treatment with rituximab as [patient] disease was progressing when due to recurrent sepsis, the patient elected to receive palliative care. [Patient] died on (B)(6) 2019.¿ this record is for the right side.